Manufacturer narrative:
Any additional information provided by the customer will be submitted in a follow up report. Results of investigation: a vyaire third party service technician was able to verify the customer's reported issue. Bench testing revealed that the device suddenly stops operation and does not restart while the alarm sounds even in operation verification. The device restarted by turning on the power manually. The device will be sent to vyaire palm springs for further evaluation. When the results of investigation become available, a supplemental report will be submitted.

Event description:
It was reported to vyaire that the lap top ventilator 1200 went ventilator inoperable (inop) while connected to a patient. The customer stated that the lap top ventilator 1200 alarmed, stopped operation and had to be restarted manually. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: a vyaire certified service technician was able to verify the customer's reported issue. The device shut off without any interaction. The shut down condition was intermittent, no issues were found with main board or power board. As a pre-caution, the service technician replaced the main board and power board. Review of the event trace revealed two "ln vent 1" conditions. The event trace could not determine the root cause for the "ln vent 1". The device passed all testing and met all vyaire manufacturer specifications.